Manufacturer narrative:
(B)(4). Batch # r5c23x. Device analysis: the analysis results found that a sr75 reload was received with the right gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colectomy, sr75 was partially broken so it was unable to assembly with ntlc75. The case was successfully finished with another sr75. It was found before the procedure by a nurse. There were no patient consequences.